Event description:
The patient reported that one of crown was detached.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
FDA voluntary medwatch report # mw5162391 was received related to this event. Additional information was included in the mw report that indicated the patient developed tooth pain, jaw clicking and earaches.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.